Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: [ on (B)(6) 2025 - 21:00 - sg: not available - bg: 2.1 mmol/l (fingerstick)]. After dms review, we confirmed the following information at the time of the event: [ on (B)(6) 2025 - 21:00 - sg: not available - bg: 2.1 mmol/l (fingerstick) not entered in the system]. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg was not available due to user not using the system.the user didn't seek medical treatment.the user's hcp was not aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense system. Based on initial investigation analysis, the system was not in use at the time of event due to persistent "no sensor detected" alerts. To further investigate the sensor disconnection issue, a return material authorization (RMA) was issued to return the transmitter. However, the transmitter was never received. Thus, no further investigation or root cause analysis was possible. B4. Date of this report 23 july 2025. G3. Date received by the manufacturer? 23 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3221,114. H6. Investigation conclusions updated to 4315.